Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the replacement of the implantable neurostimulator (ins) was due to normal depletion.

Manufacturer narrative:
Concomitant medical products: product ID: 37083-60, serial#: (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representatives (rep) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that patient was scheduled for ins replacement. Extension was stuck in ins when wrench was used to disconnect, then the extension broke with removal. Impedances were >10,000 pre-operation on 4-7. New extension placed and impedances were within normal limits and the issue was resolved. No symptoms were reported.